Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received the device for evaluation and the broken condition was confirmed. Visual examination found the tubing broken at the junction of the luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review has been conducted which revealed product met all acceptance criteria for release

Event description:
It was reported to baxter healthcare that one (1) ce intermate lv250 device was discovered with broken tubing near the luer lock/blue winged cap junction. According to the customer, this was observed out of the packaging/before use. This device does have the broken end piece to evaluate. No patient involvement. No additional information is available. This is report 1 of 4 with the same reported problem from this facility.